Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was feeling stimulation on the opposite side of their neck from where they need it. Reprogramming was attempted to no avail as only 3 of the 4 contacts on the lead had impedances that were within normal range. The patient will discuss a lead revision with their healthcare provider (hcp). It was reported that the patient came into the office for a ¿battery change¿ as the battery was dead due to lack of access to their external devices. It was reported that the battery was removed and discarded. It was reported that the impedances under normal settings were "well." It was reported that the patient was waiting on the doctor to schedule a lead revision. No further complications are anticipated.